Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle 31x5 5b ema was difficult to operate. The following information was provided by the initial reporter: the patient was with diabetes, so patient came to hospital for insulin and pen needle injection. In the process of home use, the patient found that the needle of disposable injection pen had barbs, which affected the use. So replacement, no impact.